Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic when high hv lead impedance. It was also noted that the device had migrated from upper left chest to below the left breast. No intervention was performed at the time of the visit. No further information is available at this time.